Event description:
This file has been opened as a result of a historical review of records. A customer contacted haemonetics on (B)(6) 2009 and alleged that the power supply is sparking on the plasma collection system. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
In the environment this device is used, the failure reported will render the equipment inoperable and the donation terminated. There would be an opportunity for gravity reinfusion depending on the phase of the procedure and donor status. If a blood loss were to occur, anemia may be a risk, however this would be a temporary condition resulting in donor deferral. Within a donor setting, there is no risk of fire or explosion since this device is not in an oxygen rich environment. This failure was found by the technician performing service on the device. Although trained, the technician could have been injured (likely non-serious, but potentially serious) if not servicing the device properly. The components were not returned to haemonetics. The components were replaced in the field by the customer technician.